Event description:
The customer observed a low ckmb result for a qc control run on the vitros 950 analyzer. There was no report of harm as a result of this event. This event is consistent with a malfunction that could have caused false positive results to be reported.